Event description:
Upon receipt of the device, the user reported the gas delivery system would not calibrate. Manual use of the gas delivery system remained available. Since the event occurred prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.